Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when an artery puncture was performed on the patient, a white sundry object was found at the sterile needle after skin puncture, which may increase the risk of infection. Therefore, the puncture operation was immediately stopped and the bd artery blood collection needle was replaced with a new location for re-puncture. And observe the local skin condition of patients being punctured. After 30 minutes of observation, there was no redness or discomfort on the patient's skin, and the patient showed understanding."